Event description:
Healthcare professional reported left side "experienced packaging complications," "were able to get the implant out and successfully implant the device, but wanted to let us know how difficult that process was."

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: delamination is observed on the external and internal thermoformed lid. No other observations observed.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: observed delamination of the lid. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "experienced packaging complications," "were able to get the implant out and successfully implant the device." Device remains implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported left side "experienced packaging complications," "were able to get the implant out and successfully implant the device, but wanted to let us know how difficult that process was." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported left side "experienced packaging complications." "Were able to get the implant out and successfully implant the device, but wanted to let us know how difficult that process was." Device remains implanted.